Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. It was also reported that there was moisture ingress to the battery compartment and the battery cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1; date of submission: 11/09/2016. The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings. During testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was corrosion in the compartment. A leak test was performed and failed due to a battery compartment leak. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the pump. A new test battery cap was used during the investigation and it was able to carefully attach to the pump. The pump was opened and no further evidence of internal moisture was found on the printed circuit board (pcb) or internal components. Additionally, the pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. The pump had no audible and no vibratory features and the display screened remained blank due the pump having no power. The initial complaint about a power issue was confirmed in this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).